Manufacturer narrative:
Reference number (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On 12/jan/2026 it was reported there is again increased granule formation at the stoma and that a culture has confirmed the presence of fungus. The patient was prescribed a lotion, diflucan (fungicidal), but applying the lotion to the stoma is painful for the patient. The general practitioner has recommended consulting a surgeon.

Event description:
On an unknown date a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025 it was reported that the patient has had proud flesh and purulent secretion at the stoma for about two weeks. Patient was prescribed a second unknown oral antibiotic. An antibiogram was performed. Currently, the stoma is slightly improving. Since the patient is taking the medication eliquis due to an aneurysm, bleeding at the stoma occurs easily. For this reason, the general practitioner does not want to remove the proud flesh. A few days ago, the patient¿s clothing around the stoma was completely wet and smelled of the apple juice the patient had drank shortly before. The general practitioner advised placing a new tube, possibly with a new stoma. In spring 2025, there was a slight inflammation at the stoma, which regressed with the help of a wound manager. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed.

Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. A stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference number (B)(4). Additional information: b5 and b6. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On 02/mar/2026, it was reported that purulent secretion continues to come from the stoma. Klebsiella was detected in the antibiogram. The patient is being treated with oral antibiotic cotrim (cotrimoxazole) for another 14 days. Patient was advised to perform a daily dressing change, to tighten the fixation plate and to pad it well. The physician considers replacing the peg once the antibiotic therapy is completed.